Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. Therefore, the root cause of this event cannot be confirmed. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a bioprosthetic aortic valve, implanted for approximately 12 years and eight (8) months, underwent a valve-in-valve procedure due to calcification degeneration leading to aortic stenosis (mean/max 11/30mmhg, ef 30%). An edwards transcatheter valve was implanted within the surgical valve via transfemoral approach. After the procedure, the patient was noted to be in stable condition.